Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping, the infusion set's tubing separated at site connector. This issue occurred with six sets so far. The site was at the left abdomen and the pump was located on the right abdomen. The infusion was in use from the day of this report. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.